Event description:
Patient reported that the lot number and expiration date were not printed on the test strip vial. Patient's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.